Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on radius, wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified, crease smooth opening on radius. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: opening crease smooth on radius assessed, as fold flaw opening.

Event description:
Patient reported, "deflation" against right device. The device has been explanted and replaced.